Manufacturer narrative:
(B)(4). The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy - "lap chole started and performed as normal, when it came to the stage to apply clips to the cystic duct and cystic artery applied medical's ca090 was the clip applier used. From what I could see there was 6 clips used (3 on the cystic duct & 3 on the cystic artery) mr peter then pointed out to me the loose clip around the same location. This was a clip that had been fired but it was open. Prompting mr peter to say the clip applier had misfired and 'spat' a clip. The clips were fired in succession along the structure which is mr peter's technique of using a clip applier." Patient status - "recovering on ward".

Manufacturer narrative:
Investigation summary: on march 18, 2016, applied medical issued a voluntary class ii recall of the ca090 direct drive clip applier due to increased customer feedback indicating inconsistent clip application, which has the potential to lead to unoccluded vessels. An internal corrective action request has been initiated to conduct a thorough investigation and implement appropriate corrective actions. FDA has issued recall number z-1621-2016 for this recall. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.